Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink and clot could not be confirmed through this evaluation as no images were submitted and the device was not returned. Additionally, low flow alarms were confirmed via the analysis of the submitted log files. The low flow alarms reportedly resolved following the pump exchange and could be correlated to the reported outflow graft kink and clot. Furthermore, the reported pump stoppage could not be confirmed through this evaluation. Moreover, a specific cause for the reported right heart failure and bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The submitted controller event log files contained data from 15sep2020 through 24sep2020 and from 26sep2020 through 29sep2020. The log files captured 95 low flow controller fault flags, when calculated flow dropped as low as 0.9 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 48 were associated with low flow hazard alarms. The log file also captured the events of the reported controller exchange on 24sep2020. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the submitted log files while the driveline was connected. Furthermore, during the patient¿s pump exchange, multiple attempts to lock the new device into the existing apical cuff caused the left ventricle tissue to tear. The original cuff was removed, the tissue was repaired, and the new apical cuff was secured to the left ventricle. This surgical complication is likely related to the patient¿s friable heart tissue. Also, the patient reportedly developed right heart failure symptoms that were noted to have exacerbated prior to the exchange. The patient¿s right heart failure worsened requiring ECMO support and several blood products were also reportedly administered during the patient¿s difficult operative course. The patient was then postoperatively treated for right heart failure with a temporary rvad and was reportedly returned to the operating room for bleeding. The patient was transferred to the intensive care unit (ICU) in serious condition and remains ongoing. The account reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No further complaints have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also lists pump thrombosis, right heart failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and contains information regarding the recommended anticoagulation therapy and inr range. The heartmate 3 lvas IFU and patient handbook also contain important warnings pertaining to pump stops and explain all visual/audible alarms. The heartmate 3 instructions for use and heartmate 3 patient handbook s address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outflow graft obstruction was confirmed during the pump exchange. The obstruction was a kink and a clot.

Event description:
It was reported that the patient underwent the pump exchange on (B)(6) 2020, from heartmate 3 (B)(4), to heartmate 3 (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink and clot could not be confirmed through this evaluation as no images were submitted and the device was not returned. Additionally, low flow alarms were confirmed via the analysis of the submitted log files. The low flow alarms reportedly resolved following the pump exchange and could be correlated to the reported outflow graft kink and clot. Furthermore, the reported pump stoppage could not be confirmed through this evaluation. Moreover, a specific cause for the reported right heart failure and bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The submitted controller event log files contained data from 15sep2020 through 24sep2020 and from 26sep2020 through 29sep2020. The log files captured 95 low flow controller fault flags, when calculated flow dropped as low as 0.9 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 48 were associated with low flow hazard alarms. The log file also captured the events of the reported controller exchange on 24sep2020. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the submitted log files while the driveline was connected. The account reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) would not be returned for evaluation. No further complaints have been reported at this time. Heartmate 3 lvas patient handbook (rev. C) is currently available. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU and patient handbook also contain important warnings pertaining to pump stops and explain all visual/audible alarms. The heartmate 3 instructions for use and heartmate 3 patient handbook s address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists pump thrombosis, right heart failure, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas in the section 6, ¿patient care and management¿. This section also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the heartmate 3 vad stopped and had low flow. Post controller exchange there was continuous low flow. The patient had a mean arterial pressure in the 70s, shortness of breath, and dizziness. The computer tomography showed an outflow cannula obstruction. A pump exchange was planned for (B)(6) 2020. On (B)(6) 2020 the patient continued to have low flows, low pulsatility index, and heart failure symptoms.